Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as missing assessed as inconclusive. Device wrinkling: not observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported ¿medial visible wrippling.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.